Event description:
It was reported that during a coronary stenting treatment procedure removal difficulties occurred. The target lesion was located in the right coronary artery (rca). After deployment of a 3.5x28mm promus drug eluting stent (des) the device froze on the graphix guide wire. Everything was removed as one unit and the procedure was completed with another non bsc device. No patient complications were reported with the patient's current condition listed as "fine." Additional information was requested but none was received.

Manufacturer narrative:
The device was disposed of by the user facility and the customer's complaint could not be confirmed. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications. The most probable root cause of this complaint is undeterminable.